Event description:
It was reported that at the implant procedure, the right atrial (ra) lead¿s helix would not extend properly. It took over 20 turns, then the helix popped out. Then it took over 20 turns to retract the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).